Event description:
On (B)(6) 2023, a reporter for the lay user/patient contacted lifescan (lfs), alleging that the patient¿s onetouch ultra mini meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged inaccuracy issue began 1 week prior to contacting lfs. The reporter claimed the patient obtained blood glucose readings of ¿180 and 60 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The reporter stated that the patient manages his diabetes with pills and sometimes insulin if the pills do not work. The reporter denied the patient took any action in regards to his normal diabetes management as a result of the alleged issue. The reporter claimed the patient developed symptom of ¿shaking¿ at an unspecified date/time after the alleged issue began and self-treated with food and drink. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter, the same approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.